Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial lead exhibited failure to capture, failure to sense, and dislodgement. The atrial lead was explanted and replaced. Dislodgement confirmed using imagery before explant. Patient was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The helix extension length was measured within the product specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies